Event description:
The complaint has reported that a female patient diagnosed with a tumor at the splenic flexure with liver and lymph mode metasttasis, underwent a therapeutic placement of a colonic stent in 2005, the patient was readmitted to the hospital 9 days later 2005 due to a fever. X-ray showed no siggns of perforation. CT scan performed 3 days following readmission showed free air. The patient refused surgical intervention or further treatment. Information provided by the clinician in january 2006 indicated the patient had expired (date of death unk). Post morte results are not yet available at time of subission to the FDA. At this time co is unable to confirm that the wallflex colonic stent implantaton contributed to the patient outcome.